Event description:
It was reported that when the start button was pushed after taking shower, it was confirmed trickled water came into the tube. The tube and the soft-port had been connected tight and the dressing on the skin was intact. It seemed that water came from the soft-port of the dressing. No patient harm. No delay. The treatment was continued with a backup.

Manufacturer narrative:
We have now concluded our investigation into this complaint. Unfortunately we have been unable to confirm the reported issue as the returned sample was assessed and no functional or visual issues were identified, all aspects of the sample were as expected. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Our investigation remains inconclusive. At this time an exact root cause cannot be determined.